Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Upon initial laboratory testing revealed that a possible out of specification condition was present. Detailed analysis will be performed to determine the root cause of this issue. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon detailed analysis, this event will be updated and filed.

Manufacturer narrative:
Detailed laboratory analysis attempted to determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance.